Event description:
It was reported by the customer that a pyxis medstation system had failed drawer. The customer stated that drawer 6 on aux failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medstation es system had drawer failure. A field service technician replaced jammed pocket and cleared black screen and reboot to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had failed drawer. The technical support specialist replaced the jammed pockets and cleared the back screen to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had failed drawer. The customer stated that drawer 6 on aux failed. There were no adverse events or injuries reported based on this event.